Event description:
Patient reported "spontaneous implant damage and capsular contracture baker grade ii". This record is for the right side. Device was explanted and replaced with non-abbvie. It is unknown if device will return.

Manufacturer narrative:
Clarification to g2: health care professional has not confirmed this report.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "spontaneous implant damage and capsular contracture baker grade ii". Later physician reported "misshapen suspicion of leakage - droplet sign". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "please send the complaint form". Later healthcare professional reported "spontaneous implant damage and capsular contracture baker grade ii". This record is for the right side. Device was explanted and replaced with non-abbvie. It is unknown if device will return.